Event description:
It was reported that (2) tct75 were used during a bowel resection procedure. It was reported by the rep that two tct75 staplers would not fire. The procedure was completed with a third instrument. There was no consequence to pt.